Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 914 mg/dl. Troubleshooting provided assistance to customer regarding the battery charger and found that the battery cap could not be removed. Customer was advised that a new cap would be sent out to them. No further details provided.